Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator service required condition occurred related to sensor mismatch. There was no harm or injury reported. The device was returned to the manufacturer's product quality investigation laboratory for evaluation. The device was tested for approximately 3 hours and was found to operate as designed. No errors were detected.

Event description:
The manufacturer received information alleging a ventilator service required condition occurred related to sensor mismatch. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.